Event description:
Penumbra 3max reperfusion catheter was inserted into the 5max reperfusion catheter outside of the patient¿s body for preparation to be advanced coaxially. Resistance prevented the 3maxc from advancing and the catheter was noticed to be kinked about 5 cm form the distal tip. The operation continued successfully with another 3maxc.

Manufacturer narrative:
Results: the catheter's distal tip is misshapen and damaged in the most distal 5.0 cm. The catheter is also kinked approximately 8.3 cm from the hub. Conclusion: the complaint has been evaluated. The complaint indicates that the 3maxc was inserted through a 5maxc to be used in a coaxial technique, and resistance prevented the 3maxc from moving forward while it was being inserted in the 5maxc. The damage to the distal end of the 3maxc noted in the complaint was confirmed. The cause of this damage cannot be directly determined. However, this damage likely occurred during insertion of the catheter into the patient and manipulation within the 5maxc. At some point during attempts to advance the catheter, the 3maxc became stuck inside the 5maxc and subsequent attempts to advance and retract the catheter caused the tip to be severely damaged. If the damage was present prior to the insertion of the 3maxc into the 5maxc it would likely have been noticed prior to insertion into the patient. If catheters are advanced against resistance, damage is likely to occur. The IFU for these devices states warns against advancing devices against resistance until the cause of the resistance can be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.